Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted on (B)(6) 2009, 505da18 mechanical valve, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead obstructed the tricuspid valve, causing it damage. The rv lead was removed. No further patient complications have been reported as a result of this event.